Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the events as well as the pump¿s return status; however, no additional information was provided, and the pump has not been returned to date. If hm3 lvas is returned at a later date, this investigation may be reopened to include the evaluation of the pump. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including bleeding, cardiac arrythmia, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
After the patient was found down, they were intubated, and cardiopulmonary resuscitation was performed. A hematoma around the left ventricular assist device was seen via computed tomography (CT). The patient went into spontaneous ventricular fibrillation and cardiac arrest.

Event description:
It was reported that the patient passed away on (B)(6) 2023 from arrest. The patient was admitted for a new onset of left subcostal pain. Computed tomography (CT) showed a collection of fluid around outflow graft. This was reviewed by surgeons and medical staff and believed to be a non-surgical issue. Pain was presumed to be pleuritic in nature. The nurse noted ventricular tachycardia (vt) on the patient's monitor. The nurse went to the patient's room, and they were covered in vomitus and slumped over their tray. Resuscitation was attempted, but unable to bring back flow to the pump. It was later communicated that the patient experienced bleeding during this event, as well as respiratory failure due to aspiration.